Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - impact code - f2304 prophylactic treatment.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)v2023. On the same day the sensor was inserted, the patient developed a rash under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with soap, water, and alcohol. On 12/02/2023, the patient consulted a physician who prescribed an unspecified oral antibiotic medication prophylaxis to help prevent an infection. No additional patient or event information is available.